Event description:
It was reported that during use of the listed device on patient, the device "failed." A replacement fluid warming device was brought in to finish the procedure. The reporter also stated that the patient expired during the procedure, but added that it was not due to the alleged failure of the device. No further information has been provided.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The returned device was tested and found to be properly calibrated. The device was given functional testing of all three microswitches, both optical sensors, and the ultrasonic air sensor; each component was found to function as intended. Testing was given to all device alarms; and each alarm functioned as intended. No device issues were found. The reported issue could not be confirmed to have been device-caused. The returned device was found to operate as specified.